Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09973.

Manufacturer narrative:
Results: this model lead when rec'd was labeled "1" and "4." Visual inspection revealed that lead labeled "4" had wires broken approx at 59 cm from stimulation end. These broken wires were consistent with the overstress conditions while implanted. Visual inspection revealed that lead labeled "1" had no visual anomalies. Continuity testing was performed. The lead passed all tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.